Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history review is not required. Investigation summary: one m.r.I. Port, one catheter, one flushing connector, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, two catheter locks, one guidewire in a guidewire hoop, one introducer peel-apart sheath and vessel dilator, one safety infusion set, two luer caps, and one tunneler were returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported needle break issue as multiple cracks were observed on the proximal needle hub. Leaks from the needle hub were observed upon infusion of the device; the needle was only able tp aspirate air within the syringe. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2024), g3. H11: h6 (results and conclusion), e3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement, the catheter needle was allegedly broken. The procedure was completed using another port. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement, the catheter needle was allegedly broken. The procedure was completed using another port. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (10/2023).

Event description:
It was reported that during a port placement, the catheter needle was allegedly broken. The procedure was completed using another port. There was no reported patient injury.